Event description:
Hip replacement surgery resulted in a repeat surgery due to a prosthesis failure. The stem pulled out off the head. The entire head, which is the mobility head, was intact. The mobility head was switched to a total, which is a polar head. The original stem was left in place. FDA safety report ID# (B)(4).